Event description:
(Drug/diluent: bupivacaine 0.5%). (Procedure: lap gastric bypass). (Cathplace: bilateral sub coastal). (Fill volume: 500ml and flow rate: 4ml/hr). Patient had operation on (B)(6) 2011 or (B)(6) 2011. Patient was discharged. Two to three days post-op, patient called doctor with symptoms of tachycardia, dizziness, and general uneasiness. Doctor had patient remove pump and when doctor followed up with the patient 2 hours later, symptoms had resolved. Pump was discarded by patient, as procedure was almost a month ago. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: pump was discarded by patient, as procedure was almost a month ago. A device history record was conducted, and all manufacturing operations were found to be within specification. Results: no information was provided that indicated that the pump contributed to the condition experienced by the patient. If additional information pertinent to this complaint, I-flow will submit a follow-up report.